Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the power was turned on arctic sun device, an alarm for low water level occured.

Event description:
It was reported that when the power was turned on arctic sun device, an alarm for low water level occured. Per follow up information in wo updated on 19oct2023, currently on loan to a disaster medical center. The level sensor replacement and preventive maintenance was performed and there was no patient involvement.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the power was turned on arctic sun device, an alarm for low water level occured. Per follow up information in wo updated on 19oct2023, currently on loan to a disaster medical center. The level sensor replacement and preventive maintenance was performed and there was no patient involvement.

Manufacturer narrative:
Bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.